Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. Iris damage is identified as a known inherent risk of trabecular micro-bypass stent procedure, and the reported trocar issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the stents from a trabecular micro bypass stent system in the patient's right eye (od). Per report, the surgeon inadvertently damaged the iris (in the periphery) intraoperatively, while using forceps to remove the trocar remnant successfully from the patient¿s eye. The report noted that patient movement during procedure contributed to the reported event. Additional information has been requested.